Manufacturer narrative:
D10 concomitant product: rfagen, rfagen rf ablation system x1 (serial (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after ablation procedure, the patient had problems. When the patient was awakened after the surgery, the patient started having heart attack symptoms. After the ablation, a control ablation was performed, in which it was seen that the tip of the needle entered the pericardial cavity. All the corresponding studies were performed and it was observed that the ventricle was ablated, injuring the mitral valve. The patient was hospitalized. The generator worked perfectly for its intended purpose and did not contribute to the patient's injury.